Event description:
International complaint received from another country. Customer reports the tubing pulled completely out of the male connector. Patient involvement/status is unknown at this time of the complaint submission. Although requested, no additional information is available.

Manufacturer narrative:
A request for the return of the device has been made, should the reported device be returned and evaluated a follow up report will be submitted.